Event description:
It was reported that this pacemaker system exhibited low out of range pacing impedances measurements below 200 ohms on the right atrial (ra) lead channel. Technical services (ts) was consulted and advised on programming options since patient is in chronic atrial fibrillation. No adverse patient effects were reported. This system remains in service.